Event description:
It was reported that during a paf procedure, the mapping catheter shifted due to metal distortion where the intensifier head (jw: x-ray) was moved too near to the catheter and also a metal bar was attached to the top of the bed. There was no patient injury reported. The pt has completely recovered.

Manufacturer narrative:
An authorized service engineer visited the site and found that the magnetic field distortion was caused by the intensifier head moved too near to the catheter and also a metal bar was also attached to the top of the bed which had since been removed. No discrepancy on the carto was noted and the system functioned meeting all specifications. Relevant warnings and instructions are indicated in the user manual and are provided during on-site training. (B) (4).